Manufacturer narrative:
(B)(4).

Event description:
It was reported that during kyphoplasty, curette was being used as indicated scraping/scoring sclerotic bone in a subacute compression fracture. Under fluoroscopic guidance, after a few successful movements in the bone, surgeon noticed the tip seemed to be toggling incorrectly and appeared to be breaking. The surgeon successfully removed the canula and the curette simultaneously. The weld,just proximal of the distal tip, appears to be broken. The product came in contact with patient. No patient complications were reported.

Manufacturer narrative:
Additional information:.product analysis: visual and optical examination of the instrument identified rotational pin and support tang broken at the tip of the instrument. The direction of material deformation on the tang is consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.